Event description:
It was reported that foreign matter was found inside seven (7) bd safetyglide¿ needles prior to use. The following information was reported in the event description: "it was reported that a black substance was inside the needle."

Manufacturer narrative:
H.6. Investigation summary: four fully sealed 50-count shelf cartons and three plastic bags containing a total of 334 safetyglide needle assemblies in fully sealed blister packs from batch 8057726 (p/n 305901) were received and evaluated. It was observed seven of the needle assemblies contained either a black or white foreign matter particle. Five of the seven had particles that appeared to be plastic and were larger than level 1 or 2 in size, which were acceptable per product specification. Two of the seven each had a particle larger than level 3 in size, which were rejectable per product specification. One appeared to be a plastic particle and one appeared to be an ink particle. Potential root cause for the foreign matter defect is associated with the packaging process. No corrective actions are necessary based on the defective rate identified. Batch 8057726 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trend.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside seven (7) bd safetyglide¿ needles prior to use. The following information was reported in the event description: "it was reported that a black substance was inside the needle."